Manufacturer narrative:
This follow up report is being submitted to report additional information. The following sections were updated: date of report, event, lot#, concomitant medical products, date rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. On september 18, 2018, it was reported that the dermatome was noisy when switched on and the selector for the skin thickness was faulty. The customer returned an electric dermatome device, serial number: (B)(6), for evaluation. The customer also returned a power supply, serial number: (B)(6), for evaluation. The device history record (DHR) review for the electric dermatome serial number: (B)(6) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated electric dermatome serial number: (B)(6) as documented in the vdoc service portal. The device history record (DHR) and previous repair report reviewed for the electric dermatome power supply serial number: (B)(6) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated electric dermatome power supply serial number: (B)(6) two times as documented in the vdoc service portal. The last repair was march 9, 2017 where it was reported that a screw was lost in the power supply and the screw was replaced. This is not a related issue. Product review of the electric dermatome by medicrea on october 18, 2018 revealed that the device failed the entry calibration. The motor was out of service and corroded. The power cord was also corroded. The thickness control shaft and control bar did not conform to the input tests. Product review of the electric dermatome power supply by medicrea on october 18, 2018 revealed that the power entry module required repair. Repair of the electric dermatome has not yet been performed by medicrea as the quote for service is still pending customer approval. The reported event that the device was noisy when switched on was non-verifiable since during the product review by medicrea it was not noted if any abnormal noise was present during testing. The reported event that the selector for the skin thickness was faulty was confirmed since during the product review by medicrea it was noted that the thickness control shaft did not conform to the input tests. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was not noted if any abnormal noise was present during testing. However, it was noted that the thickness control shaft did not conform to the input tests. The root cause of the reported event could not be specifically determined with the information that was provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery, the dermatome was noisy when switch on and the selector for skin thickness was faulty. There was no patient harm or delays and an additional graft was not taken.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the dermatome noisy when switch on. Selector for skin thickness faulty. No adverse events were reported as a result of this malfunction.